Event description:
It was reported by the customer, that event involved a left internal jugular insertion in renal failure. The catheter was inserted without event. The physician attempted to aspirate from the venous lumen with a 10 cc syringe and only air was aspirated from the lumen. As a result, the physician removed the catheter and successfully placed a kendall palindrome catheter. There were no reported pt complications. The pt is okay.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.